Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 500 mg/dl and a large ketone level identified as dangerous, and vomiting. Cause of elevated bg level was unknown. Bg was treated with intravenous fluids and manual insulin injections. Reportedly, customer left the ER 5 hours later with customer in stable condition (bg 377 mg/dl).